Event description:
In 2008, the reporter contacted lifescan (lfs) alleging that the lay pt's one touch ultra2 meter does not turn on. The complaint classified based on the customer care advocate (cca) documentation. The reporter said the alleged product issue started on three days earlier at 7:00 am. The pt received assistance/advice from a health care professional (hcp) and took 1 extra 1000 mg metformin pill. After the issue the pt was sweaty. The pt was not tested with another device. The cca noted that the pt had replaced the meter battery per the owner's manual. The cca walked the reporter through pressing the power button and inserting a test strip into the test strip port; the meter did not turn on with either attempt. The pt's products were replaced. The complaint is reported because the reporter alleges the lfs meter did not turn on, the pt received hcp advise and took additional oral diabetes medication and became sweaty, a typical symptom of hypoglycemia.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.